Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. With some water applied to the cap/dilator interface the seal between them felt loose. The leak test performed, hemostasis cap to provide water seal with 5 ml leak in 30 sec at 80 mmhg (1.5 psi) head height. The hemostasis cap/dilator interface and the cap/cannula interface leaked. Reason for return was undetermined. Conclusion: medtronic received information that during use of two cb96570-017 bio-medicus cannulae, the customer observed that the hemostasis cap was loose, resulting in bleeding during cannulation. After evaluation the cause of this complaint could not be determined; the device was sent to the supplier for review and investigation. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file dfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product dfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of two cb96570-017 bio-medicus cannulae, the customer observed that the hemostasis cap was loose, resulting in bleeding during cannulation. There was no patient impact associated with this event. Additional information: it was asked but is unknown whether the two devices were used during the same procedure the second device was in use. The cannulae were not heated or cooled prior to use. The account was not able to quantify how much blood loss in ml occurred due to the leak(s). No blood transfusion was required due to the leak(s)